Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka procedure on an unknown date with unknown products. The patient had not had any issues or complications post-op, however, the patient suffered a bad fall due to unknown reasons and fractured her distal femur. The patient was subsequently revised using oss revision products in order to avoid future potential complications as the patient lost about 7inches of her distal femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02817, 0001825034-2021-02819.

Event description:
It was reported that a patient underwent a revision for unknown reasons. Attempts have been made and no further information has been provided.